Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, pap smear abnormal (abnormal finding on pap smear, ascus. Abnormal finding on pap smear, low grade squamous intraepithelial lesion.), alcohol use (alcohol use: yes. Alcohol/week: 0.6 - 1.2 oz. Types: 1 - 2 glasses of wine per week. Comment: occasionally), past tobacco smoking (smoking status: former smoker. Types: cigarettes. Last attempt to quit: 2009.), allergy (sulfamethoxazole-trimethoprim and sulfasalazine), surgery (cystoscopy procedures: on (B)(6) 2019. Hysteroscopic permanent implant placement in both fallopian tubes, for occlusion: 2014. Laparoscopic hysterectomy: on (B)(6) 2019. Laparoscopic salpingectomy bilateral: on (B)(6) 2019), kidney infection, varicella, depression, urinary tract infection, dyspareunia, parity 2, multi gravida, urinary urgency, pelvic pain female and postoperative pain. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Ultrasound scan] (date unknown): ultrasound of kidneys and bladder was normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, pap smear abnormal (abnormal finding on pap smear, ascus. Abnormal finding on pap smear, low grade squamous intraepithelial lesion.), alcohol use (alcohol use: yes alcohol/week: 0.6 - 1.2 oz types: 1 - 2 glasses of wine per week comment: occasionally), past tobacco smoking (¿smoking status: former smoker types: cigarettes last attempt to quit: 2009.), allergy (sulfamethoxazole-trimethoprim and sulfasalazine), surgery (¿cystoscopy procedures - (B)(6) 2019. ¿hysteroscopic permanent implant placement in both fallopian tubes, for occlusion-2014 ¿laparoscopic hysterectomy - (B)(6) 2019 ¿laparoscopic salpingectomy bilateral- (B)(6) 2019), kidney infection, varicella, depression, urinary tract infection, dyspareunia, parity 2, multi gravida, urinary urgency, pelvic pain female and postoperative pain. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Ultrasound scan] (date unknown): ultrasound of kidneys and bladder was normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.